Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed from the circumstantial evidence that was observed in the provided photographs; however, the root cause could not be determined. Four photographs and one 24g insyte autoguard IV catheter were provided for investigation. The photos showed what appeared to be blood residue on the surface of the extension set's locking collar threads and on the external surface of the yellow luer adapter of the IV catheter. As the photographs support the complainant¿s description of the reported event, the complaint was confirmed. A functional test of the returned sample revealed no leaks with and without the extension set attached to the IV catheter. A microscopic examination of the returned sample revealed no damage or defects at the connection. Since a functional test of the returned sample revealed no leaks, the root cause of the reported complaint could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The fluid appeared to be leaking from the connector and was likely saline solution rather than an anti-cancer drug.